Event description:
It was reported that during patient use, a ventilator's display was changing colors. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4) . The ventilator was evaluated and the reported issue was verified. The graphic user interface (gui) printed circuit board (pcb) was replaced, which resolved the reported issue. The ventilator was then put back in service at the user facility.